Manufacturer narrative:
Investigation . X-review DHR: x-inspect returned samples . Analysis and findings: complaint # (B)(4). Distribution history: this complaint unit was manufactured at csi on 1/12/2015 under wo # (B)(4) and shipped on 2/6/2015. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint conditions. Based on the description on the complaint an exact duplicate is not noted. However, this description can be described in general terms as no output, rf leakage or possibly intermittent. Product receipt: the complaint unit was returned on repair log 94282. Visual evaluation: visual examination of the complaint unit revealed physical damage to the socket end where the generator connects to the integration unit on the cart. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause : the damage on the unit is considered as a potential contributing factor to the complaint. Once repaired, the unit was found to operate to specifications. A definitive root cause it not available. The origin of the damage is in question as it is feasible to have occurred before or during transport to csi. Correction and/or corrective action: the damage was repaired and the power output was verified to specifications. This unit's rf settings were re-tuned as well. Once checks were complete this unit was returned to the customer. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Customer stated "unit periodically does not connect with patient and will not operate" reference repair order # (B)(4). Ref: (B)(4). 1216677-2020-00137 leep precision generator lp-20-120 (B)(4).

Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc.

Event description:
Customer stated "unit periodically does not connect with patient and will not operate". (B)(4). Leep precision generator lp-20-120 (B)(4).